Event description:
Equipment failure- view flex xtra (ice) catheter produced extremely grainy views. Different settings did not resolve the issue. No harm to patient. Problem resolved after exchanged with new catheter.